Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received that the patient's scs system was explanted and replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000124458.

Event description:
It was reported that one of the patient's leads migrated. As a result, the patient lost effective therapy. Surgical intervention is planned to address the issue.